Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving morphine (unknown) (n/a mg/ml at n/a mg/day) via an implantable pump for unknown indications for use. It was reported that the patient stated that 'after the pump was implanted, started to have more problems. The patient said, ¿when I came home from the hospital and not even two days later, I woke up with a puddle of blood in my gown and ended up having a hematoma.¿ after they went to the emergency room (ER) and they put a needle in their skin and told them they have a large hematomas. The patient has been disabled for 30 years. An agent assisted the patient in connecting to their pump, and an agent reviewed bolus and infusion dose considerations. The patient mentioned they saw a healthcare provider (hcp) yesterday and he 'doubled the dose. The had a magnetic resonance imaging (MRI) done last month and it seemed like still getting the medicine. They have not had problems with mris in years. Information was received from a patient receiving intrathecal morphine via an implantable pump for non-malignant pain. The patient stated that on the 25th they had a hematoma and their doctor advised them to be admitted and tried to see the results of magnetic resonance imaging (MRI) and this was (B)(6) 2024. The patient stated the doctor told their daughter and the patient that the patient had a lot of bleeding in their belly and it was a hematoma. The patient stated the pump wasn't doing anything because there was no medicine. The patient stated on (B)(6) 2024 they determined it was a hematoma. The patient stated their stomach still hurt where the pump was. The patient stated the pump flopped around in the belly location and never had this before in the past. The patient stated they hurt so bad.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the pump was anchored with sutures on (B)(6) 2024 and developed a hematoma at old site. The hcp recommended abdominal binder to apply pressure. It was reported that actions taken to resolve issues was that the site was aspirated in the emergency room (ER) on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that a dye study was completed and everything was placed properly.